Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), date implanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial#: (B)(4), date implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 14-feb-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 14-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported seeing impedance issue with electrodes #8 and 9. Rep said electrode #8 showed avoid at 25690 ohms, and electrode #9 showed do not use. Rep said x-ray confirmed electrode 8 is up all the way to the base of the skill causing the electrode to be bent perpendicular in relation to the rest of the lead. Rep said electrode #9 issue was noted back in 2020 (see pe (B)(4)) . Rep said patient has been getting headaches and the whole neck was sore, symptoms gradually got worse overtime, but patient didn't know when it started. Rep said it looked like the lead may have been twisted. Patient has implant for right arm and bilateral shoulder pain; patient said the pain relief got worse over time and that patient was getting about 20% relief as result. The first 6 months of the scs therapy was amazing per rep, according to the patient. Rep said she reprogrammed patient today and patient got good relief/coverage. Rep will see hcp on monday to discuss patient's case further. Rep wanted to know if it's okay to let patient go home, knowing there are impedance issue and lead being bent. Technical services(ts) told rep that ultimately it's up to hcp to determine if it's okay to leave therapy on. Ultimately, patient is getting the relief she needs thus, hcp and patient will have to weigh the risk/benefit of keeping therapy on. Rep said electrode 8 & 9 are not used in programming. Rep also mentioned patient felt jolts if stimulation was turned too high; ts told rep that high stimulation can feel like jolts, thus that in itself is not unusual. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead was implanted in cervical spine and was placed pretty high to begin with; the issue is the 90* bend of the top of the lead. Patient says nothing happened to cause/contribute to the high impedances, jolting, etc. Patient has a pretty complex health history and patient and md aren¿t sure if the headaches are actually related or coincidental. Md is currently deciding whether to pull the lead down a bit in or. The issue is ongoing.